Event description:
Lasik surgery flap not sufficient to proceed in left eye, device did not fit eyelid. Redid surgery in several months, 2006, using another technique. Painful dry eye resulted immediately in both eyes from original lasik surgery and has not remitted fully, although, improved with daily use of expensive eye drops - cyclosporin.